Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This correction supplemental report was submitted with a change to the impact codes table in report section h6.

Event description:
It was reported that during a scheduled implantable cardioverter defibrillator (ICD) device replacement procedure required due to normal battery depletion, this existing dual coil right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms when the lead was connected to the new ICD device. The high out of range shock impedance measurements were consistently associated with the upper shocking coil of the rv lead, also known as the right atrial (ra) coil. The boston scientific field representative contacted boston scientific technical services (ts) during the procedure to discuss the issue, associated troubleshooting, and appropriate actions. It was noted that when the rv lead was connected to the previous ICD device, the shock impedance measurements were slightly elevated from the typical baseline but still within normal specification limits. Ts explained that the previous, slightly elevated shock impedance values may indicate there is calcification on the rv lead coils. Ts provided guidance to the representative to perform a breakdown of the shock impedance values in all the individual vectors and ts noted the results indicate the high shock impedance is related to the ra coil of the lead. Ts also explained there is a slight difference in how the shock impedance is calculated during a shock impedance test between the previous ICD device type and the new ICD device type. Ts noted that regardless, the ra coil should not be included in the programmed vector of the rv lead and indicated it is at the physicians discretion on how to proceed. Subsequent information from the representative indicated that the physician decided to surgically reopen the pocket to check the rv lead to device header connections. The rv lead was disconnected from the ICD device header, reconnected and shock impedance tests were performed again. The ra coil to rv coil and the triad vectors still exhibited values of greater than 200 ohms. The rv coil to device can vector resulted in a consistent value of approximately 70 ohms, which is within normal specification limits. A commanded 11 joule shock test was performed in this vector with an associated shock impedance value of 63 ohms, which again is within normal specification limits. As a result, the rv lead vector programming was finalized to the rv coil to device can vector. The pocket was then reclosed, and the surgical procedure was successfully completed. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled implantable cardioverter defibrillator (ICD) device replacement procedure required due to normal battery depletion, this existing dual coil right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms when the lead was connected to the new ICD device. The high out of range shock impedance measurements were consistently associated with the upper shocking coil of the rv lead, also known as the right atrial (ra) coil. The boston scientific field representative contacted boston scientific technical services (ts) during the procedure to discuss the issue, associated troubleshooting, and appropriate actions. It was noted that when the rv lead was connected to the previous ICD device, the shock impedance measurements were slightly elevated from the typical baseline but still within normal specification limits. Ts explained that the previous, slightly elevated shock impedance values may indicate there is calcification on the rv lead coils. Ts provided guidance to the representative to perform a breakdown of the shock impedance values in all the individual vectors and ts noted the results indicate the high shock impedance is related to the ra coil of the lead. Ts also explained there is a slight difference in how the shock impedance is calculated during a shock impedance test between the previous ICD device type and the new ICD device type. Ts noted that regardless, the ra coil should not be included in the programmed vector of the rv lead and indicated it is at the physicians discretion on how to proceed. Subsequent information from the representative indicated that the physician decided to surgically reopen the pocket to check the rv lead to device header connections. The rv lead was disconnected from the ICD device header, reconnected and shock impedance tests were performed again. The ra coil to rv coil and the triad vectors still exhibited values of greater than 200 ohms. The rv coil to device can vector resulted in a consistent value of approximately 70 ohms, which is within normal specification limits. A commanded 11 joule shock test was performed in this vector with an associated shock impedance value of 63 ohms, which again is within normal specification limits. As a result, the rv lead vector programming was finalized to the rv coil to device can vector. The pocket was then reclosed, and the surgical procedure was successfully completed. The rv lead remains in-service. No additional adverse patient effects were reported.